Manufacturer narrative:
H6: suggested component code: mechanical (g04)- femur. This complaint has been confirmed by evaluation of the returned device. Visual examination of the returned product found it to exhibit signs of repeated use (nicked / gouged / worn) and the extraction slots on the inside of the condyles are damaged (cracked / bent / nicked / gouged). Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the eighteen plus (18+) years of use in the field and the normal wear associated with repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the femoral trial instrument fractured while it was being removed. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.